Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16023911/16019280.

Event description:
It was reported that the patient was experiencing vibrations even when the stimulation was off. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.